Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd autoshield¿ duo pen needle 30g x 5mm the safety shield failed. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about a exposed needle. The product was used in the hospital ward. When the needle was attached to the pen and the needle case was removed, the shield was already down and the needle was exposed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 18-aug-2023. One open 30g x 5mm auto shield duo sample and four photos were returned from lot. No. 2283812, cat. No. 329705. Visual examination was carried out on the returned sample and photos and it was observed that the np shield and outer shield had not activated. Lot. #2283812 was manufactured on spn 01 line on the 12th to 15th january 2023 and packed on 651 on the 14th to 18th january 2023. All inner shield activation inspections were found to be correctly performed as per q-sop-137-dl rev. 14. All operators who performed the inner shield activation inspections were trained to the relevant forms and procedures. There were no maintenance or interventions performed on the associated line that would have contributed to these defects. Calibration records for the associated line were also reviewed and were identified to be within the calibration due date and no out of tolerances were observed. After analyzing the defective part, the root cause for the activation failure inner shield was found to be due to the hub being broken into 2 pieces, leading to an activation failure on the patient end, and as the np end is triggered when the patient end is activated, both ends did not activate. The most probable root cause for the hub being broken is a double up of parts on cell 20 station 10 during assembly process at spn 01. H3 other text : see h10.

Event description:
It was reported while using bd autoshield¿ duo pen needle 30g x 5mm the safety shield failed. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about a exposed needle. The product was used in the hospital ward. When the needle was attached to the pen and the needle case was removed, the shield was already down and the needle was exposed.